Event description:
An end user has called to report the side frames of the walker are wobbly and feels as if she is going to topple over. In speaking with the reporter it was learned she has not been injured. She also states that the handles spin. Reportedly the right side is worse and spins about 5 inches from the center and is unable to find any adjustment.